Manufacturer narrative:
The manufacturer was not made aware of the event reported in this medwatch submission until (B)(6)2017. The information at the time the pump was received indicated that the patient was elevated to status 1a on the heart transplant and underwent a transplant on (B)(6)2017 (medwatch MFR report # 2916596-2017-00941). Evaluation of the returned pump post-transplant revealed a thrombus formation surrounding the inlet bearing. The thrombus was denatured and appeared to have formed in laminated layers, indicating that it had developed on the inlet bearing over an undetermined period of time while the pump was supporting the patient. Examination of the proximal side of the outlet stator revealed a small, white deposition adjacent to the bearing ball. This deposition was slightly denatured, indicating that it was present while the pump was operating; however, the origin of this deposition could not be determined. A root cause for the development of the observed thrombi and a duration of time for which they were present within the device could not conclusively be determined through the post-transplant evaluation. The observed thrombi could have contributed to the reported elevation in the patient¿s lactate dehydrogenase level that occurred in (B)(6) 2017 (reported under medwatch MFR report # 2916596-2017-00941); however, a direct correlation between the observed deposition in the returned device and the report of elevated ldh that occurred in (B)(6) 2016 could not be conclusively determined due to the time duration between the two incidents. Upon removal of the observed thrombi, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed and no abnormalities were found. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient received a heart transplant on (B)(6)2017.

Manufacturer narrative:
The event date was estimated. (B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that in (B)(6) 2016, the patient was admitted to the hospital due to elevated lactate dehydrogenase and plasma free hemoglobin levels. The patient was treated with a heparin infusion, and upon discharge on an unspecified date, the patient was started on persantine. No additional information was provided.